Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the cassette started to leak once the door was opened after treatment was done. Additional follow-up was made with a clinic rn, who stated the patient was being trained on continuous cycler-assisted peritoneal dialysis (ccpd) therapy in clinic when the issue occurred and confirmed there was no patient injury. The pdrn stated after treatment had been completed and when the cassette door was opened a fluid leak was observed from the cassette. The pdrn stated the patient was provided prophylactic medication as a precaution due to the observed fluid leak and stated no infection has occurred, and the patient¿s culture results remained negative and white blood cell counts were within normal range. The pdrn stated the sample had been discarded and was no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the cassette started to leak once the door was opened after treatment was done. Additional follow-up was made with a clinic rn, who stated the patient was being trained on continuous cycler-assisted peritoneal dialysis (ccpd) therapy in clinic when the issue occurred and confirmed there was no patient injury. The pdrn stated after treatment had been completed and when the cassette door was opened a fluid leak was observed from the cassette. The pdrn stated the patient was provided prophylactic medication as a precaution due to the observed fluid leak and stated no infection has occurred, and the patient¿s culture results remained negative and white blood cell counts were within normal range. The pdrn stated the sample had been discarded and was no longer available for evaluation.